Event description:
An optometrist reported diffuse lamellar keratitis (dlk) in a patient's left eye one day post lasik . The patient reported left eye felt scratchy. The patient was prescribed an oral steroid. Topical steroid dosage was also increased. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria additional information has been requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the event. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis is reported to be resolved.